Event description:
Pt with slight osteoporotic bone was initially treated for a fracture with a dcs plate on (B)(6) 2009. A non-union was noted and revision surgery was performed to add synthetic bone graft to the malfunction site and replaced the dcs plate that was broken. Pt was revised to an lcp proximal femur plate on (B)(6) 2011.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.